Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause for loose forceps channel port or sagging bending section cover could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited loose forceps channel port and sagging of bending section cover.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the cysto-nephro videoscope exhibited loose forceps channel port. There were no reports of patient involvement.